Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. While the patient was in the office with the rep on the day of the report the patient stated that the patient feels their ins moving around. The patient feels like their ins is sliding up higher and it is sore and painful. The patient noticed their ins moving some time in (B)(6), but this past weekend on sunday they were in severe pain and they felt like their ins moved up from their buttock into their back. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were taking ibuprofen occasionally so resolve the pain/soreness. The patient noted that the pain/soreness and the ins movement issue somewhat resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.